Event description:
It was reported that the patient was experiencing "visual complaints" in the left eye after the intraocular lens (iol) was implanted. The doctor tried to adjust the position of the lens in a secondary surgical procedure on (B)(6) 2021, in an attempt to correct the "visual complaints," but the patient continued to complain. An explant was performed in a separate procedure. There were no additional medical or surgical interventions required and no patient injury. Another johnson & johnson lens (different model, zxt150 and different diopter, 23.5) was implanted as a replacement. The patient is doing well post-operatively. There is no further information available for this event.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2021. The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: feb 7, 2022. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed no defects after cleaning the submerged lens. No defects related to or could contribute to visual issues was observed. The complaint issue could not be confirmed and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.